Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported two leaking cartridges from the previous month. During routine supply changes, one cartridge chamber was observed wet, and elevated blood glucose (400 mg/dl) was noted. After a third supply change, no leakage was observed and bg decreased. Proper cartridge attachment procedures were reviewed with the user. A replacement box of cartridges will be sent.